Manufacturer narrative:
Reference number (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper and ulcer are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient's wife reported the peg-j tubing was leaking just below the y connector. The patient had an abdominal x-ray on (B)(6) 2020 that confirmed the tubing was not in the correct place and stated the doctors agreed the tubing needed to come out. On the same day, an endoscopy was done to replace the tube. The wife stated the physician completely removed all of the tubing due a buried bumper and noted ulcers on the inside abdominal wall near the peg tube. The patient's wife stated they did not replace the tubing and the physician planned to replace the tubing on (B)(6) 2020. The patient's wife stated the tubing was originally inserted around (B)(6) 2015.